Event description:
Approx one week after spinal surgery, a re-operation was performed to remove hardware because the pt was complaining of continued pain. No complications were reported during the second operation. The pt's back pain continues as before the original surgery.

Manufacturer narrative:
The device was discarded during surgery. However, the complainant provided no info to indicate that the device malfunctioned or did not meet specification. The inspection records for the relevant lot number were reviewed. The product was inspected per the required sampling plan. No conformance was noted in the inspection records; the product was determined to meet required specifications.